Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced two syncopal episodes in five days. The patient was referred to their physician for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.